Event description:
--

Manufacturer narrative:
Additional information was received fifteen months after the initial observations that a latitude red alert was generated from this lead due to shocking impedances greater than 125 ohms. The physician is aware of the issue and has elected to continue to monitor the lead and no testing will be performed at this time. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that during the implant procedure, higher shock impedances of 106 to 110 ohms were observed with this right ventricular (rv) defibrillation lead. Defibrillation threshold (dft) testing was performed and shock impedances of 81 ohms were noted. Following dft's, shock impedances were checked again and measurements were 93 ohms. Boston scientific technical services (ts) discussed that it was possible that the patient's cardiac tissue and/or patient body habitus contributed to the higher shock impedance values. Ts also discussed that this was a single coil lead and could expect lead impedances to be on the higher side. Additional information was provided that shock impedances of greater than 125 ohms were noted approximately (B)(6) months later. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.